Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of sensor was reported on (B)(6) 2025. The sensor was implanted in the left arm, and it was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user reported feeling better; however, the wound was not yet fully healed, as the steri-strips had previously fallen off.